Event description:
A malfunction was reported on the pump, but no notable events had occurred prior. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed, and the malfunction did not recur.